Event description:
The customer called to report that she was hospitalized due to low blood glucose levels. The customer stated that she had cramp in her leg prior to the event. When she attempted to get out of bed, she fell. The customer stated that she felt she gave herself too much insulin because she had manipulated the reservoir while she was still connected to the infusion set. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer stated that her hcp wanted her basal rates changed. Assisted the customer with the basal rate adjustment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.